Event description:
It was reported that during a device change out, increase in threshold, decreased r-wave sensing and pacing lead impedance were noted. The lead was capped. Patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.